Manufacturer narrative:
The investigation into the purge leak ¿ pump issue has been completed. The device was not returned for investigation. The cause of the purge leak issue was not determined since product was not returned and due to insufficient clinical information.

Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The user facility reported a n unspecified patient undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Complainant in india reported a patient attempting to be on impella 2.5 support had a purge issue. During set-up the purge solution was connected to the IV set-up by mistake. After this, the IV set (other end) was connected to yellow luer on the impella pump. The white connector cable was connected to automated impella controller (aic) and impella pump respectively. After this, there was a constant red alarm mentioning the low purge pressure. The purge bag was changed a couple of times however, the alarms stayed. The IV set-up was disconnected and purge spike was connected to purge bag. However, the alarms persisted. Restarting the aic did not work. The impella was procedure was abandoned. The physician believes there was an issue with the pump.